Manufacturer narrative:
This is one of three reports being submitted for this case. Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a right transfemoral (tf) transcatheter aortic valve replacement (tavr) procedure to implant a 20 mm sapien 3 ultra resilia valve, there were major vascular access complications that needed multiple esheaths. At the beginning of the case, it was challenging to gain access due to the patient pannus. It was noted that the esheath was inserted at an acute angle and that there was tortuosity of the patient's access vessels. While advancing the delivery system into the esheath, there was resistance experienced and the delivery system and valve became stuck in the esheath. When the c-arm was panned down, it was noted that the esheath was kinked at a 90 degree angle and the distal end of the valve had a bent tine. The valve did not exit the tip of the esheath as it became stuck before the iliac bifurcation. The devices were removed as a single unit. Upon removal of the devices, it was found that the seam of the esheath was split. A second esheath was opened, however, there difficulties as the introducer was not able to be advanced. A third esheath was opened and the same issue occurred. While another system was being prepared, it was identified that the valve was still in the patient and had inadvertently become stuck in the subcutaneous tissue when the devices were being removed. A clamp was used to pull on the proximal portion of the stent frame to get it out. A major vascular complication was observed, leading to emergency surgery to repair the common femoral via open incision. A blood transfusion was required. The tavr procedure was aborted. The patient was in stable condition and discharged home the following day. Two weeks later, the patient was brought back for a tf tavr and a 20 mm s3ur valve was successfully placed in the aortic annulus via the left side. The devices were returned for evaluation. When it was attempted to inflate the commander delivery system balloon, four pin hole leaks were observed on the proximal end of working length of the inflation balloon.